Event description:
Allegedly revision of left knee due to pain.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed and photographic images were made of the product. Evidence that product in specification when used.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00550, 00551, 00552.